Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained that the lancet needle was exposed with an accu-chek safe-t-pro device. The customer stated that the needle was also removed when the cover was pulled off. There was no allegation of an adverse event. The suspect device was requested to be returned for investigation.